Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed a position check. It was further reported the right ventricular (rv) lead exhibited short v-v intervals and high thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.